Event description:
It was reported that the cross arm lock handle cracked and is not locking and the power cord insulation is frayed/torn on the system. No patient injury reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced cross arm lock handle and repaired power cord. The system was tested and found to work as intended. System was placed back into service.